Event description:
It was reported that during a case using the spine guidance 4 software, navigation was found to be inaccurate after placing two screws on the patient's left side. The procedure was completed successfully with a surgical delay of 15-20 minutes and no adverse consequences.

Event description:
No additional information.

Manufacturer narrative:
Corrected data: d4, g1, and h4. H6 coding has been updated to reflect investigation conclusion.